Event description:
It was reported that the bd field service engineer (fse) found seventeen pc units with failed keypads wherein the system on button is not working. One out of seventeen devices has physical damage to the keypad. The fse has done the repairs on the devices while on site. There was no patient involvement.

Manufacturer narrative:
Omit: a07 - electrical /electronic property problem (1198), c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the bd field service engineer (fse) found seventeen pc units with failed keypads wherein the system on button is not working. One out of seventeen devices has physical damage to the keypad. The fse has done the repairs on the devices while on site. There was no patient involvement.